Manufacturer narrative:
(B)(4). (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the packaging for a bd¿ IV set tur y-tube failed and the sterile barrier was compromised. No serious injury or medical intervention was reported.

Manufacturer narrative:
Two samples were returned to sbdm, lot number is 6804061. From the samples, sbdm noticed the vinyl wrapper was curled in when it was opened. Device history record review: sbdm received the manufacturing records for lot 6804061, no abnormality was observed. Customer complaint review: sbdm reviewed internal customer record review for same lot, there are no repeated same issues from other customers. From investigation, sbdm had inspected the complaint sample, and found that the packing film is curled when it is opened. Sbdm clarified with the packing film supplier about the possible cause of this complaint case. The supplier feedback that the curled packing film may occurred due to the packing film is made up of 2 layers, one layer is pet film and the another layer being pe film. As contraction rate of each films is different. (Contraction rate of pet film is 0.2 ~ 0.6% and pe film is 2%). There are possibility that when packing film is opened, curling may occurred. Sbdm had quality training on this customer complaint for IV set assembly and packing line workers. Sbdm will implement tightened product & process monitoring and strengthening quality inspection for IV set manufacturing process. Sbdm will work with the packing film supplier to adjust thickness of pe film to minimize curl of packing film. Sbdm has inhouse (B)(4) in place to monitor trend.

Event description:
It was reported that the packaging for a bd IV set tur y-tube failed and the sterile barrier was compromised. No serious injury or medical intervention was reported.